Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Event description:
Procedure performed: cholecystectomy. Event description: sometimes when pulling the trigger in a normal way, the clip would not come out to the jaws. Some other times the clip applier would work just fine. No patient impact. Patient status: patient is ok. Intervention: ni.

Event description:
Procedure performed: cholecystectomy. Event description: sometimes when pulling the trigger in a normal way, the clip would not come out to the jaws. Some other times the clip applier would work just fine. No patient impact. Patient status: patient is ok. Intervention: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, (B)(4) , was included in the recall.